Event description:
Same case as MFR: 2134265-2013-02993. It was reported that during an intervention of vein graft treatment procedure, stent damage occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed, concentric shaped, 14mm in length, de novo target lesion was located in the mildly tortuous and non-calcified, 4 mm in diameter right coronary artery (rca). The filterwire ez was placed in the vein graft, an attempt was made to pre-dilate the lesion with a flextome cutting balloon, but the device was unable to load onto the wire. They switched it with another of the same device and it worked appropriately. They used using ivus to look at the vessel. A 4.0x16mm promus element plus stent was deployed at the proximal region of the vein graft and the stent was well apposed. An attempted was made to retrieve the filter wire; however, resistance was met while crossing the stent. The filter wire was unable to be retrieved due to stent deformation at the proximal edge. The filter wire was pulled out and wired the stent with a 0.14 forte guide wire; they dilated the promus stent with a 4.5x15mm nc quantum balloon catheter and implanted a 4.5x12 veriflex stent over the damaged area of the promus element plus stent. They post- dilated both stents. Ivus was used to assure that the stent was well apposed to the vessel wall. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).